Manufacturer narrative:
Evaluation summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection, noted to be group b beta-hemolytic streptococcus. The entire system was explanted, and replaced approximately one week later. No further patient complications have been reported as a result of this event.